Event description:
Burn mark appeared on hand - oral-b [thermal burn]. Nearly causing choking [choking sensation]. Overheating - oral-b [device temperature issue]. Head came off - oral-b [device breakage]. Burning smell from the battery area - oral-b [device physical property issue]. Case narrative: consumer via social media reported that the oral-b toothbrush handle, io series 8 overheated and a burning smell came from the battery area. The oral-b toothbrush head came off which nearly caused them to choke and a burn mark appeared on their hand. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.